Event description:
The patient underwent surgery for the prolapsed generator. Preoperative diagnostics were within normal limits. It was reported that during the surgery the surgeon inadvertently cut the lead and due to a lack of operating room time the surgery was aborted. It was reported that there was no time to perform a lead replacement as well so the patient would be rescheduled for a full vns system replacement. The generator and a portion of the lead was explanted. The explanting facility indicated that the explanted generator and lead would not be returned to manufacturer for analysis. A new vns system has not been reimplanted to date.

Event description:
It was reported that the patient was scheduled for surgery for generator replacement and revision of a prolapsed generator pocket. No surgical intervention has occurred to date. Attempts to obtain additional information have been unsuccessful to date.